Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Author information: benali, k., spittler, r., galand, v., behar, n., marquie, c., rigot, l. C., ploux, s., badenco, n., algalarrondo, v., garnier, f., maille, b., baudinaud, p., vlachos, k. G., sommer, p., & martins, r. P. (2024). Mp-470545-008 risk of electromagnetic interferences and inappropriate shocks during concomitant use of subcutaneous intracardiac cardioverter-defibrillator and heartmate iii assist device: a multicenter registry. Heart rhythm, 21(5), s68. Saint-etienne university hospital, saint-etienne, france; haut-lévèque university hospital, bordeaux, france. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Manufacturer's investigation conclusion: the reported events of electromagnetic interference (emi) and inappropriate subcutaneous implantable cardioverter-defibrillator (s-ICD) shocks could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction", section 5, "surgical procedures", and section 6, "patient care and management", warn the user: the heartmate iii pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally warns the user: if a patient receives a heartmate iii and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, the manufacturer recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section b, "safety testing and classification", states: the heartmate iii left ventricular assist system has been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2007 medical electrical equipment¿part 1-2: general requirements for basic safety and essential performance¿collateral standard: electromagnetic disturbances - requirements and tests. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. The heartmate iii left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by one or more of the following measures: reorient or relocate the equipment. Increase the separation between the equipment. Connect the equipment into an outlet on a circuit different from that to which the other device(s) are connected. Consult the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿risk of electromagnetic interferences and inappropriate shocks during concomitant use of subcutaneous intracardiac cardioverter-defibrillator and heartmate 3 assist device: a multicenter registry¿ that heartmate 3 (hm3) may be associated with electromagnetic interference and arrythmia. There is a scarce amount of data or research pertaining to the safety of implanting both a heartmate 3 (hm3) and a subcutaneous implantable cardioverter-defibulators (s-ICD) on one patient. This study aimed to evaluate the potential risks and complications associated with implanting both devices. This study was conducted on patients from 13 international centers, the data was collected from 2017 to 2021, and on patients who had either implant or were scheduled for each implant. There were 16 patients selected for this study; the average age of the patients was 51±13 years of age. The patients were predominantly male, 12 out of 16 being male. 8 of the 16 patients had ischemic cardiomyopathy as a preexisting condition, and 15 of the 16 patients had an s-ICD implanted before scheduling a hm3 implant, but 2 patients had s-ICD explanted during hm3 implantation due to risk of electromagnetic interference (emi). Once the study concluded, 11 out of the 13 patients who had s-ICD implanted prior to hm3 had emi, and 5 had inappropriate electro-shock events. 1 patient had the s-ICD explanted 39 days after hm3 implantation due to several electro-shock failures. 82% of emi occurred on the primary and secondary vector, reprogramming to alternate vector was required. During a follow up 15±9 months post implantation, 3 patients had emi, 2 patients had 5 inappropriate s-ICD shocks. 2 out of 9 patients with reprogrammed vectors had emi without inappropriate shock. More evaluation is needed when implanting a patient with both a s-ICD and hm3, due to high risk of emi. An alternative vector program is required for s-ICD paired with hm3 to mitigate this risk.